Event description:
It was reported that within one week of implant, a longer rv (right ventricular) lead was required for lead placement. The surgeon noted remarkable scarring due to cardiac history. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, blood was observed on the sleevehead of the lead; full lelad returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implanted: (B)(6) 2014. (B)(4).